Event description:
It was reported that while removing the pin-to-rod clamp from an ex-fix, the swivel portion of the socket wrench broke off. All broken pieces were retrieved. When the wrench broke, the clamp was not attached to the patient's body as the ex-fix had already been removed for a healed pelvic fracture. This report is for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and the socket wrench head was separated from the handle. The coupling part was bent and twisted due to mechanical overloading, causing the locking pin and the socket wrench head to come apart. No product or material related fault was found; therefore, this complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.